Manufacturer narrative:
The insulin pump was received with an intermittent button response due to moisture on the keypad traces. There was no button error alarm during testing. The pump was received with no moisture damage found on the electronics, motor, battery tube, and vibrator noted. The pump was received with a cracked case at the display window corners, a minor scratched lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.

Event description:
The customer reported via phone call she had a button error alarm on the insulin pump. Customer stated that the pump was exposed to body moisture. Customer reported that there was a crack from the right corner of the screen. Customer does not know how the damage occurred. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.